Event description:
It was reported the patient started their trial the day prior to report. It was stated the transmitter fell on the hospital floor but the healthcare provider got it to work. It was noted the patient¿s stimulation was at 5.0 volts but they were not emptying their bladder totally. Reportedly, the patient was ¿going quit a few times to bathroom¿ and they had a urinary infection. It was noted the patient had to retrain or adjust their bladder and sometimes whey were able to go on their own. It was stated the patient had pain on the right side but they turned stimulation down and it felt better. It was also reported when the patient raised their leg up it hurt and when they stood up it was okay and they did not have pain when they bent over. It was noted the day of report the patient was peeing a higher volume because they were drinking more water and feeling more normal. The patient stated they were not having pain in the stomach or back or pressure in the stomach like they previously did. It was noted the patient used to use a catheter three times a day and they were seeing progress. Reportedly, when the patient was in the hospital their stomach felt big but they didn¿t want to go. The patient stated when their stomach would get big like that they would have to ¿go take it out¿ and there was no pressure like they had before. Reported the patient did not have pain in the belly and it was wonderful. It was later reported the patient was not using a catheter as much as they use to and the trial helped their back and belly pain. It was stated the patient use a catheter twice saturday and sunday and the day before report they used a catheter three times and did not go much. It was noted the patient used to use a catheter four times a day. The patient stated at the beginning they ¿went quit a bit.¿ it was stated the patient had a loss of therapeutic effect. It was later reported the patient¿s doctor wanted to explant their trial device and they wanted to give it more time. It was stated the patient got very sick after surgery and was in pain and it was oozing at the site. The patient stated there had been no infection. It was noted the patient was feeling really good today and got a good night sleep the night before report and had gone to the bathroom twice, a good amount, without using a catheter. It was stated the patient thought their body had gotten used to using a catheter.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).